Event description:
Enseal instrument did not work properly. The jaws would not open and error messages continued to show on monitor instrument failure. Switched out to different one. Patient involved but no impact.